Event description:
It was reported to boston scientific corporation that a tandem xl ercp cannula was to be used during a stone removal procedure on (B)(6), 2011. According to the complainant, during preparation for the procedure outside of the patient, it was noted that the tip of the cannula was kinked/collapsed. No visible damage was noted to the packaging of the device. The procedure was completed with another tandem xl ercp cannula. There were no patient complications as a result of this procedure. The patient condition at the conclusion of the procedure was noted to be "good."

Event description:
It was reported to boston scientific corporation that a tandem xl ercp cannula was to be used during a stone removal procedure on (B)(6), 2011. According to the complainant, during preparation for the procedure outside of the patient, it was noted that the tip of the cannula was kinked/collapsed. No visible damage was noted to the packaging of the device. The procedure was completed with another tandem xl ercp cannula. There were no patient complications as a result of this procedure. The patient condition at the conclusion of the procedure was noted to be "good."

Manufacturer narrative:
A visual examination of the returned device found that the tip was kinked/smashed. A function evaluation found that a 0.035" guidewire could be passed through the device with minor resistance at the tip; the guidewire exited the device without any issues. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. Based on the evaluation and the fact that the event occurred during unpacking, the most probable root cause classification is handling damage.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.